Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient experienced a hematoma. During a clinical study, a faradrive steerable sheath clear was selected for use during a pulmonary vein ablation. A large hematoma in the subcutaneous tissue in the medial region of the right thigh root. Two foci of contrast extravasation are identified during CT-scan, which appear to depend on the right superficial femoral artery, suggestive of pseudoaneurysms. Hematoma with surgical repair of the common femoral artery and common femoral vein. Laboratory tests (blood test) were also done, and no findings. Hospitalization was required, admission date: (B)(6) 2025 and discharge date: (B)(6) 2025. Additional intervention was required. No device issues reported.